Manufacturer narrative:
The retained samples have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. (B)(4) technical support specialist visited the site and was presented with the involved product. He reported: "a burn at the edge/corner of the plate was clearly evident. It was confirmed by the clinical director that the plate was still sticky to the touch on the areas of metallic surface outside of the burn area (...) Although the reason for the lack of conductive adhesion cannot be positively established, it is considered highly likely that a barrier between the plate surface and the patient's skin must have been present. It was stated that the hospital is currently reviewing their protocol for the application of patient plates, it was also stated that the patient had showered before having the procedure. Adequate instructions for plate application and skin preparation are provided in the IFU (...) Where it states, 'the site should be cleaned and dried and shaved of excessive hair. Maximum contact with the patient's skin must be maintained throughout the operation' (...) The clinical director stated that a new protocol is currently being written [and] (...) That only split plates [dispersive electrodes] will be used in future." Based on the info provided, we conclude that a user error caused or contributed to the event.

Event description:
On (B)(4), we have been informed about an incident involving an eschmann generator and an eschmann 8312229 dispersive electrode at (B)(6) hospital. (B)(4) filed an adverse incident report with (B)(6), which our distributor shared with us. The report states: "the plate had peeled off the patient's thigh leaving only a very small corner area of the plate still attached. This was detected during the surgery (...) The patient received a plate burn to the upper right thigh (...) The burn was considered serious and will require the attention of a consultant plastic surgeon (...) The td411 rs electrosurgery unit s/n (B)(4) in use at the time of the incident was tested and found to be working to specification. This particular unit is 21 years old and does not have a plate attachment monitor (pam) to accommodate the use of split plates. The use of split plates would have prevented the burn from occurring (...) At the request of the customer, the machine was labelled 'do not use' and was taken out of service."